Event description:
It was reported that the procedure was performed to treat a lesion in the proximal left anterior descending artery (plad) with heavy calcification, mild tortuosity and 99% stenosis. The ht balance middleweight universal ii guide wire failed to cross the lesion due to the anatomy after multiple attempts. The tip was shaped several times; however, it could not be returned to the original shape and was noted to be broken. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.